Event description:
After an implantation period of approximately 121 months it was reported that the lead was extracted due to oversensing in the ventricular channel and high pacing impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 46.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through approximately 7 cm proximal to the lead tip. In this region the conductor cable leading to the ring electrode was found fractured, which is assumed to be the root cause of the clinical observations. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.